Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra mini meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The pt provided the following info: the product issue started on (B) (6) 2010. Three hours after the product issue started, the pt experienced unspecified symptoms of hypoglycemia and took more food and/or drink. The csr documented that the lfs meter did not power on with test strip insertion or by pressing the power button and the battery did not need to be replaced. The pt's product was replaced. This complaint is reported because the pt alleges that the lfs meter did not turn on, and afterward, she experienced unspecified symptoms of hypoglycemia and took extra food and/or drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.